Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter ¿ the article was written by mikko karvonen, h. Karvonen, m. Seppänen, a. Liukas, m. Koivisto, and k.t. Mäkelä.

Event description:
Information was received based on review of a journal article titled, "freedom constrained liner for the treatment and prevention of dislocation in total hip arthroplasty" which aimed to assess the failure rate of the biomet freedom constrained liner either in revision surgery for repeated dislocation, or as preventive method in high dislocation risk patients. A patient was identified in the article that underwent a revision on an unknown date due to loosening and trochanter fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Information was received based on review of a journal article titled, "freedom constrained liner for the treatment and prevention of dislocation in total hip arthroplasty" which aimed to assess the failure rate of the biomet freedom constrained liner either in revision surgery for repeated dislocation, or as preventive method in high dislocation risk patients. A patient was identified in the article that underwent a revision on an unknown date due to loosening, trochanter fracture and dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.